Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had ventricular rhythm acceleration due to quick convert. A shock successfully converted the rhythm. This ICD remains in service. No additional adverse patient effects were reported.